Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that while attempting to give a phenylephrine bolus via the port, it felt as if "pushing against a rock", when the syringe was removed fluid leaked out. Once the physician hears a "pop" she is then able to inject into the port. There is no report of patient harm.